Event description:
It was reported that patient had urinary tract infection, bleeding, pain during magic 3 go catheter use. They set aside full 340 qty per doctor instruction. Medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿patient sensitivity to materials¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self catheterization should follow the plan of care and advice given by your health care practitioner and be carried out only in accordance with the instructions for use provided please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Instructions for use: review the self catheterization procedure with a healthcare professional. Always wash hands prior to use. Open the catheter package by peeling the tab upwards with the aid of the finger hole. If desired use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. Clean the opening to the urethra and the surrounding area,. Wipe from front to back to avoid fecal contamination. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6"from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Keep the catheter steady until urine stops flowing when urine stops flowing, slowly withdraw the catheter, stopping if flow starts again until the last few drops have drained check the color odor and clarity of the urine. Any changes may need to be reported to a health care professional." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that patient had urinary tract infection, bleeding, pain during magic 3 go catheter use. They set aside full 340 qty per doctor instruction. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient had urinary tract infection, bleeding, pain during magic 3 go catheter use. They set aside full 340 qty per doctor instruction. Medical intervention was unknown.